Event description:
A patient reported experiencing inaccurate erratic results witha lifescan meter. The patient's blood glucose results were 313, 212 mg/dl. Tests were done within 10 minutes with a difference of 34%. Patient did not experience any adverse events. No furter information has been reported.